Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high threshold, a lead integrity alert (lia) triggered for high rate non-sustained episodes, high sensing integrity counter (sic), and warning triggered for noise/and impedance. Additionally, the rv lead appeared to be oversensing, possibly causing inappropriate arrhythmia detection and inappropriate therapy delivery.  The rv lead was capped, remains in the patient and, a new rv lead was implanted.  No patient complications have been reported as a result of this event.